Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general") in an adult female patient who had essure (batch no: c91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), anxiety ("anxiety"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), the first episode of dyspareunia ("painful intercourse"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, arthralgia, anxiety, headache, depression, abdominal pain, abdominal pain lower, abdominal distension, nausea, dysmenorrhoea, the last episode of dyspareunia and vaginal discharge outcome was unknown and the fatigue and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, vaginal discharge, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information and events-abnormal bleeding (general), migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general") in a 29-year-old female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, lsil, knee pain, pulled hamstring and plantar fasciitis. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2015, the patient experienced headache ("headaches"), abdominal distension ("other injury(ies) or complication (s) please describe: bloating."), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2015, the patient experienced nausea ("nausea"). In june 2015, the patient experienced fatigue ("fatigue"), the first episode of dyspareunia ("painful intercourse"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with midol [acetylsalicylic acid,caffeine,cinnamedrine], ondansetron (zofran), thomapyrin n (excedrin migraine), dimeticone, activated (gas-x), tramadol and surgery (total mlaparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, fatigue, abdominal distension, migraine, nausea, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia had resolved and the arthralgia, anxiety, headache, depression, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Essure coils in the correct position, 3.7 cm left ovarian cyst noticed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Concomitant disease were added. Event genital haemorrhage, dysmenorrhoea, dyspareunia, nausea, pelvic pain, abdominal distension, vaginal discharge outcome was updated. Event onsets were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/im 5days post op experience extreme burning and tearing sensations/burning and tearing sensations in my left pelvis /lower abdomen") and genital haemorrhage ("abnormal bleeding (general") in a 29-year-old female patient who had essure (batch no. C91747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, lsil, knee pain, pulled hamstring and plantar fasciitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced headache ("headaches"), abdominal distension ("other injury(ies) or complication (s) please describe: bloating."), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), the first episode of dyspareunia ("painful intercourse"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), anxiety ("anxiety"), depression ("depression"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), pelvic discomfort ("extreme burning and tearing sensations/burning and tearing sensations in my left pelvis"), abdominal discomfort ("extreme burning and tearing sensations/burning and tearing sensations in my lower abdomen"), procedural pain ("I m still in a lot of post op pain") and bone contusion ("deeply bruised my tailbone") with coccydynia. The patient was treated with midol [acetylsalicylic acid,caffeine,cinnamedrine], ondansetron (zofran), thomapyrin n (excedrin migraine), dimeticone, activated (gas-x), tramadol and surgery (total mlaparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, fatigue, abdominal distension, migraine, nausea, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia had resolved, the arthralgia, anxiety, headache, depression, abdominal pain, abdominal pain lower, pelvic discomfort and abdominal discomfort outcome was unknown and the procedural pain and bone contusion had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, bone contusion, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Essure coils in the correct position, 3.7 cm left ovarian cyst noticed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: pfs received: events added: lot of post op pain/just surgery and tail bone pain going on, deeply bruised my tailbone, lot of post op pain, tail bone pain, extreme burning and tearing sensations/burning and tearing sensations in my left pelvis/lower abdomen. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general") in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), anxiety ("anxiety"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), the first episode of dyspareunia ("painful intercourse"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, arthralgia, anxiety, headache, depression, abdominal pain, abdominal pain lower, abdominal distension, nausea, dysmenorrhoea, the last episode of dyspareunia and vaginal discharge outcome was unknown and the fatigue and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, vaginal discharge, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), anxiety ("anxiety"), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, anxiety, fatigue, headache, depression, abdominal pain, abdominal pain lower, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, depression, dyspareunia, fatigue, headache and pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.